Event description:
Boston scientific received information that this patient has experienced a syncopal event. A remote report was going to be processed and transmitted for review. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and efforts to obtain additonal details were unsuccessful. This product issue will be updated if additional information is received.